Event description:
Same case as MDR ID# 2134265-2011-04570. It was reported that during preparation for a rotational atherectomy treatment procedure a guide wire fracture occurred. Target lesions were located in the severely calcified left main coronary artery, left anterior descending artery, and left circumflex artery. During platforming of the 1.50mm rotablator rotalink plus burr outside of the body, the 325cm floppy rotawire guide wire fractured when the physician attempted to raise the rotational speed of the burr to 180,000rpm. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).